Manufacturer narrative:
Product ID 97755 serial# (B)(6) was apart of the exchange program and was scrapped upon return. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding an external device. It was reported that the issue has been resolved.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they are having major problems with the stimulator. Patient said the representative told them they have a bad controller and a bad recharger. Patient also said it is taking 2 hours to charge the controller and they don't think there is a good connection to the implanted neurostimulator. When patient puts the controller in the outlet, it takes forever to charge. Patient has had to turn stimulator off while she was gone and has been miserable all day. Patient says when she goes without stimulator, it kills her because she is bone on bone inside and when she has stim off, it really affects her ability to get up and move around. Patient mentioned the controller completely went dead last night and she has been trying since 12: 30 to get it to charge and it was down to 30%. Patient said she has tried resetting the controller many times but that doesn't do a proper one. During the call, patient was getting no device found. Patient hit recharge and got 0. Patient then said the relay box gets extremely hot and the middle section of the cord gets really hot. The issue was not resolved through troubleshooting. A replacement controller and recharger (rtm) were sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755; product type: 0213-recharger sn: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.